Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement test. Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm due to erased history file. Insulin pump was received with cracked case at display window corner and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus and basal. The insulin pump alarmed motor error six times in the last 30 days. The insulin pump also alarmed motor position encoder error. Customer's blood glucose level was 179 mg/dl. The customer was able to rewind the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.